Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 114 mg/dl. It was reported that they had replaced battery and display was flashing white. The troubleshooting was performed and was advised to insert a new battery and the display did not returned after restart. Customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.